Manufacturer narrative:
The field complaint of the transmitter's power light not working after a power outage was verified, as well as the burnt prongs during the investigation. The visual inspection revealed no physical damage to the outer housing of the merlin@home transmitter and no physical damage to the outer casing of the ac power adapter; however, the inspection of the green contact strips in the ac power adapter confirmed the burnt damage. In turn, the transmitter was not plugged into a working ac electrical outlet. Upon opening the ac power adapter, inspection confirmed that there were multiple burnt components on both sides of the main pcb and on its¿ inner casing. After opening the transmitter, inspection revealed that there were multiple burnt components on both sides of the main pcb. Inspection of the inner housing of the transmitter revealed it had sustained burnt damage as well. As a result, we can conclude that during the power outage the merlin@home transmitter was hit by a high current flow through the ac wall power outlet into the ac power adapter and through the telephone line into the transmitter, thus damaging their respective main pcb. The failure was contained within the housing and posed no risk of exposure to the user or patient.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the transmitter did not power-up after a power surge. It was noted that the prongs were burnt. The transmitter was replaced. There were no patient consequences.